Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v833270, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported having a gradual return of symptoms in (B)(6) 2015 and was not sure if the device was working. The patient met with their doctor on (B)(6) 2015 where reprogramming was attempted which resulted in "some" control of her symptoms. However, later that night, the stimulation caused very painful stimulation in the vaginal area. Eventually the painful stimulation went away, but the patient again had a return of symptoms in (B)(6) 2015 following the appointment. During the call, there were not any programs on the programmer screen. Stimulation was confirmed to be on, but the patient was not feeling stimulation and had no control of her symptoms; the patient had to go through a lot of pads. Cause, actions, and outcome remain unknown. Follow up was conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient reported that she was doing a lot of heavy lifting and getting up and down stair when moving from (B)(6). It was indicated that she was reprogrammed by a company representative and was doing well. The report of lack of programs on patient programmer had been resolved.